Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet bionic pancreas was not pairing with the ilet app, as the device did not display a confirmation code during pairing; after the user forgot the device in bluetooth settings, toggled bluetooth, and restarted the phone, pairing was successful, and the device resumed operation with a reported blood glucose of 244 mg/dl and downward trend arrows. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alarms. Investigation included guided troubleshooting with bluetooth reset steps and device-phone restart. Investigation of this case revealed that the device functioned as expected after standard connectivity troubleshooting, indicating no confirmed device hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.